Event description:
It was reported the coil could not be detached after several attempts. Upon removal, the coil broke. The physician was able to push the coil into the aneurysm with the pushwire. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as the coil was implanted in the patient and the pushwire was discarded. (B)(4).